Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure several positions were attempted mid to high septum with high thresholds and eventually the ipg was successfully implanted with acceptable threshold parameters in the right ventricle (rv). The post- operative check revealed thresholds had increased and were high. The physician decided to check the device the following morning and future action would be made at that time. The following day the physician was unable to interrogate the ipg. Attempt to locate the ipg using fluoroscopy was made and the device was not located in the right atrium or rv. The physician used fluoroscopy on the entire chest and did not notice the ipg. The fluoroscopy was moved further down to the groin area and the device had embolized to a branch of right femoral vein. At this point, physician decision to implant a second ipg was made. The ipg was implanted without incident and electrical measurements were within normal limits. The delivery system was removed from the patient and the introducer remained in place on the right side in the main branch of the femoral vein. A second access was obtained on the left side in the left femoral vein. Using multiple catheters, physician tracked the catheter and 6 ¿ 10 millimeter three loop snare from the left side over to the right just above the branch of the right femoral vein. An attempt to snare the previously implanted ipg from the left side and move the device out of the right femoral branch was made. The ipg was snared via tines into main branch of the right femoral vein and pulled up against catheter which had been inserted from the left. An attempt to snare the proximal retrieval end of the ipg using a 25 millimeter single loop snare that was inserted from the right side via the ipg introducer was made. Multiple attempts to snare the retrieval end of the ipg did not work. The ipg introducer at the this point was inserted a few centimeters into the right femoral vein. The ipg was snared around the body of second ipg device and attempted to be drawn into the introducer. Due to the limited space available to work within the vein, it was not possible to snare the proximal end (retrieval end) and instead snared the ipg around the body of the second ipg device. The snare from the left side was released and attempted to draw the ipg into the introducer using the snare that had been inserted from the right. In the attempt to draw the ipg into the introducer, the snare dislodged and device remained in the right femoral vein. At this point, the introducer was drawn out due to close proximity to insertion incision from the right side. The catheter and snare remained on the left side and were then used to re-snare the ipg from the left side via the tines. The ipg was drawn over to the left side using the snare and removed via cutdown at the point of catheter insertion. Reconstruction of the left femoral vein was required due to the cutdown. Both incisions were closed and patient monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.